Event description:
It was reported the patient had an unknown sling implanted in 2008. The patient had a another sling implanted on (B)(6) 2014 due to recurring incontinence, nocturia, vaginal pain, and dyspareunia. No further patient complications were reported in relation to this event.

Manufacturer narrative:
The manufacturer and brand of the pelvic mesh product implanted is unknown.